Manufacturer narrative:
There was no pt involvement, thus no pt data exists. There is no expiration date for this product. Catalogue and serial number obtained are for the service head, which is the parent product. The device was evaluated on site by a field service tech on (b)(4_2011. Eval summary: it was reported by a company rep that a shape arm was broken. Upon further eval on site by a field service tech, it was found that the screws holding the shape arm and monitor assembly were very loose at the service head location, and the screws which hold the monitor to the arm assembly were loose as well. In this case, all the screws were tightened and verified the position of the monitor and the functionality of the cables. The root cause of the malfunction is unk at the time of this report. This malfunction has the potential to result in the monitor and/or arm assembly to detach during a case either in or out of the sterile field, which could result in serious injuries. However, the malfunction was identified prior to use, and no patients were involved, and no adverse events were reported. This type of non-conformance will be monitored for adverse trends. This is not a single use device.

Event description:
(B)(4). It was reported that a shape arm in or8 is broken. There was no reported pt involvement, and no reported adverse consequences.